Event description:
Livanova received a report that s5 arterial clamp erc (electrical remote-controlled tubing clamp) did not close to level and bubble alarms during procedure. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in monza, italy. During procedure, bubble and level alarms were displayed at the same time on the panel of scp (centrifugal pump system) and the arterial clamp did not close. Reportedly, there was no air in the tubing circuit indicating that false level/bubble alarms occurred despite level and bubble sensors were connected correctly. In addition, it was communicated that level/bubble alarms were not displayed on the s5 system panel where appeared a wrench symbol for few seconds with an error message "malfunction of..." Which could not be remembered by the user. The phenomenon lasted about thirty (30) seconds until everything returned back to normal autonomously. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. The system was found to be properly working. Subsequent functional verification testing was completed without further issues. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. The system was found to be properly working. Subsequent functional verification testing was completed without further issues. Complaints database analysis revealed no similar event since unit installation in 2003. Based on the above facts, any hardware malfunction with the clamp can be ruled out. The most likely root cause of the reported event is an incorrect set system by the user. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.